Event description:
Procedure: wedge resection, pt sex: unk. Reportedly, the staples didn't form properly. This required the surgeon to resect an additional 1 cm of tissue. And continue the laparoscopic procedure by containing the bleeding with a competitors stapler.